Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was able to be confirmed. Based on a visual functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience prox 3.0 x 15 mm had not been delivered successfully to the patient's artery as the delivery balloon ruptured during inflation. The device was removed and the stent had not dislodged from the delivery system. It was confirmed that the balloon was damaged but the stent was still there. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.